Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic cholecystectomy, a clip applier was applied to the cystic artery, and three clips on the proximal cystic artery failed to hold, detached, and fell off when the cystic artery was cut. It was noted that the clips were retrieved. The proximal cystic artery then began to bleed, while one distal clip remained in place when the artery was cut. Additional clips were placed to stop the bleeding.